Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records shows that the subject lot was manufactured with no anomalies. Recurrence is listed in the IFU as a known possible complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it was reported that on (B)(6) 2005, the patient was implanted with a bard composix kugel mesh for laparoscopic repair of a ventral hernia. Reportedly, on (B)(6) 2007 the patient presented with mild pain and a bulging at the hernia site. Reportedly, the patient chose to delay any surgical intervention at the time. It is reported that the patient's symptoms have worsened and she is expected to undergo an additional surgical procedure for repair of a recurrent hernia.